Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient developed skin irritation next to his spine where one of the electrodes was rubbing. The patient removed the lifevest to allow it to heal and was prescribed an ointment from his family doctor. The patient's medical outcome is unknown.